Event description:
On the day the pt was to be discharged, the staff had difficulty removing a pain ball catheter -on-q-. An ob/gyn resident needed to perform a minor surgical procedure to remove it. As a result, the pt's discharge was delayed for three days.